Manufacturer narrative:
This event is currently under investigation.

Event description:
Initially, the doctor was able to pass a wire all the way through the catheter. At this point, the wire was removed and shot contrast thru the catheter, and when he went to put the wire back thru the catheter it would not pass through. There was no kink visible at this time. The act was above 300. They used a pilot 150 wire and omnipaque 300 contrast. Everything was removed and was able to pass the stenosis with the support catheter; however once they were past the stenosis, they were not able to advance the wire any further because there was a kink in the catheter. This kink is right where one of the black bands is on the catheter. This device was pulled out of the body and observed by the physician. It was kinked so bad that the braiding was exposed. The two above devices were utilized through the access point of the left radial artery. The physician was using the complaint device, a flexor high-flex ansel guiding sheath, in the right common femoral and the valve leaked thru the entire case. This sheath was used until the procedure was completed as this was a slow leak. No additional procedures were required. No adverse effects were reported. No device breakage or separation reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU) and quality control was conducted during the investigation. It was noted that the facility discarded the device implicated in this report; therefore, the product will not be returned to aid in the investigation therefore, no physical examinations could be performed. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not manufactured according to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted that there were no other complaints reported for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Upon removal from package, inspect the product to ensure no damage has occurred. Without the benefit of a returned complaint device, a definitive root cause is difficult to determine. Based on the available information and the results of the investigation, a definitive root cause to the reported event could not be conclusively determined. Per the quality engineering risk assessment no further action is required. We have notified the appropriate personnel and will continue to monitor for similar complaints.